Manufacturer narrative:
The complaint investigation is ongoing and the MDR will be updated as more information becomes available.

Event description:
The subject had residual bear implant material in notch which restricted terminal hyper extension. Two months post index procedure the subject returned clinical for an examination. On (B)(6) 2022, an arthroscopic examination of the study knee was performed. The non-normal finding included hoffa's fat pad with cyclops lesion and scarring. The prior sutures and acl repair (with bear) was intact-stable to probing. There was no impingement with extension. The prior lateral meniscus repair was intact and stable.